Event description:
It was reported that a female patient underwent a breast reconstruction revision procedure with unspecified mentor smooth saline breast prostheses when the right breast prosthesis deflated post implantation. Additionally, asymmetry of the left breast was reported. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 560cc saline breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right breast prosthesis deflation, left breast asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-jul-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. In addition, the patient experienced asymmetry. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior view, measuring approximately 0.1 cm. A microscopic examination was performed and the cause of the deflation could not be identified. As the authorization form for examination was not received, the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).